Manufacturer narrative:
The explanted lead was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. Upon interrogation, it was revealed that the rv lead was not capturing and an output of 7.5v was needed to stimulate. The patient reported feeling phrenic nerve stimulation. The patient also reported having a motor vehicle accident where the seatbelt hit the device. The device was reprogrammed with brady therapy and anti-tachycardia pacing (atp) off until further evaluation could be performed. Technical services reviewed the device data and confirmed there were no errors or faults stored by the device. Additional diagnostic testing found the impact of the accident caused the rv lead to perforate the myocardium. A lead revision was performed at another hospital and this lead was explanted and replaced. The device remains in service with the new lead. The explanted lead was not going to be returned as the physician did not believe the lead was the cause of this incident. No additional adverse patient effects were reported.